Manufacturer narrative:
This report contains additional information, d4.

Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. The reason for the "burning smell" was due to the patient smoking cigarettes near the device. Investigation revealed that there was no device malfunction, and the concentrator was functioning as intended. Inogen's investigation of the device is complete.

Event description:
It was reported the patient experienced a burning smell emitting from their device. Reportedly, the patient's device shut down and no longer worked. As a result, the patient received a replacement device.